Manufacturer narrative:
Concomitant medical product: 407458 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced intermittent pocket stim in both bipolar and unipolar. The right ventricular (rv) lead and right atrial (ra) lead are scheduled to be revised and remain in use. No further patient complications have been reported as a result of this event.